Manufacturer narrative:
.

Event description:
Revision surgery was reported due to fracture of the plate.

Manufacturer narrative:
(B)(4). The associated plate was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the 4.5 mm femur locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue fracture is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union; applications of loads in excess of the material¿s strength; and/or poor bone quality. No material deviations in the locking plate were found during this investigation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.